Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. T1, t2 were not returned. No suture was returned. The delivery needle showed no obvious damage. The depth limiter was attached and adjusted. The device cycled and actuated as expected. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegation for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation required at this time.

Event description:
It was reported that, during a meniscus repair surgery, t1 and t2 anchors were simultaneously deployed, from the fast-fix 360 delivery system, through the meniscus. Both anchors were removed. A back-up device was available to complete the procedure after a non-significant delay. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.